Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was placed on a system for a latex cut test. The scissors did not cut cleanly through (B)(4) latex. The latex snagged at the scissor tips. The blade edges were damaged and circular shaped dents were found, negatively affecting cut performance. Electrical continuity passed. Additional observation found a hairline crack at the distal end of the main tube. The customer reported complaint does not itself constitute a MDR reportable event; however; cracks on the main tube, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si prostatectomy procedure the monopolar curved scissors instrument was dull and would not cut tissue. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.